Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with complaints related to infection which was identified sometime in (B)(6). On (B)(6) 2018 the system was successfully explanted and replaced. No further patient complications were reported.